Event description:
It was reported that the patient, recently implanted with this implantable cardioverter defibrillator (ICD) system, presented to the emergency room (ER) with chest pain. It was reported that something had dislodged, and the patient was scheduled for pocket revision. This ICD system remains in service. No additional adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information event cause/resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, recently implanted with this implantable cardioverter defibrillator (ICD) system, presented to the emergency room (ER) with chest pain. It was reported that something had dislodged, and the patient was scheduled for pocket revision. This ICD system remains in service. No additional adverse patient effects or interventions were reported at this time. Additional information received reported that this ICD system did not heal properly after implant. Subsequently this ICD, the right ventricular (rv) defibrillation lead, and the right atrial (ra) lead were explanted and upgraded to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported. The ICD was not returned and was retained by the customer.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to b3: event date corrected to date of implant, due to allegation of system infection attributed to improper healing (from implant procedure).